Event description:
General report received of an unspecified number of undocumented incident of homecare pts' deliveries finished sooner than expected. The tubing sets were being used to deliver 2260ml of tpn via aim plus pumps. No further event details were provided. There were no reported adverse effects to the pts. No medical interventions were necessary. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the devices for investigation. If the devices are received, a follow-up report will be submitted.